Event description:
According to the reported complaint, there was autoinflation.

Manufacturer narrative:
An eval is pending the decontamination of the component(s). An eval will be forwarded upon completion.